Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's stimulation was turning off by itself starting 6-7 months ago beginning this (B)(6) 2017. Patient indicated that their nurse practitioner found that their device was off so they turned it back on however now it was off again. Patient clarified that it wasn't just the stimulation feeling going it away, it was the actual ins that was turning off completely. On the day of the report, patient reported that the interstim kept shutting off. Patient mentioned they would use the programmer to switch programs but it would still turn off itself, but now they didn't even have the controller as it was lost. There were no falls or trauma and they had not been around any emi sources. Patient was advised to follow up with their healthcare professional (hcp). No further complications were reported.